Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: d5, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified, however, there were unspecified abnormalities in the accessories used for reprocessing. Based on the results of the investigation, it was confirmed that foreign material remained in the device. The foreign material residue point was confirmed to be free from deformation. A definitive root cause of the foreign material was unable to be specified. The instructions for use states the detection methods associated with the event in "gif-xz1200 operation manual chapter 3 preparation and inspection." And the prevention methods in "gif-xz1200 operation manual chapter 3 preparation and inspection." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available. The device was visually inspected, and functional testing was performed. Based on functional testing performed, the device failed the standard specification. A review of the device history record found no deviations that could have caused or contributed to the reported issue.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited foreign object came out nozzle. There were no reports of patient involvement.